Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin (2 gram, frequency and route not reported) and fortum (500 mg, frequency and route not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.